Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses before the screen turned on. The customer's blood glucose level was not impacted. Although requested, no additional information was provided regarding the reported issue.